Event description:
It was reported that the tubing of a clearlink y-type blood set separated when the blood bag was spiked. This occurred while setting up the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, ten unused samples of the same lot as the reported device were returned for evaluation. Visual inspection, clear passage testing, and pressure testing were performed, and the reported condition was not confirmed for any of the samples. No defects were observed and test results were satisfactory. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.